Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se inspected the ascites pump, level sensor, and cabling and found no problems. The pump worked as expected when tested with a service set. The device passed all other testing as well.

Event description:
The device user (du) reported the volume in the reservoir bag was decreasing. At the time, the surgeon was working on hemostasis, but the ascites pump was not reliably turning on unless they manipulated the drainage tubing. The clinical specialist (cs) had the du complete troubleshooting, which turned on the ascites pump. It was noted that the liver bowl had less than 0.5 cm of fluid collected at the bottom and the reservoir bag never emptied entirely, but the volume went down by about half. After manipulating the sensor tubing, the du stated the pump seemed to be working appropriately.